Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure, performed on an unknown date. It was found that the flexima stent migrated. There was no information on how the procedure was completed and if a new stent was implanted. There were no known patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.